Event description:
It is reported that prior to surgery the universal oscillating saw attachment pins that should fix the saw blade broke off. The procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacture; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.